Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported failure with a hissing sound was reproduced during simulated use test of the returned air gas module in a ventilator. The failure was caused by a defective and leaking supply pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2019.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the air gas module inside the ventilator was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).